Manufacturer narrative:
Additional information was requested, but none was provided despite multiple requests to the provider. A recent device evaluation found the unit operating as intended and working within specification. The device history record confirms that the product passed and met all requirements before releasing. Per labeling, nodules are expected side effects and typically transient in nature. However, in rare cases they may be permanent. Patient received medical intervention. This event is reportable due to the medical intervention used post treatment.

Event description:
It was reported that a patient had received a sculpsure treatment 2 years ago and nodules in the arm is still present. Patient received medical intervention as a result of persistent nodule.